Manufacturer narrative:
Customer report was confirmed. Continuity testing found the proximal electrode exhibited an intermittent open condition at the tip. Distal electrode was continuous. No visible damage to catheter body.

Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning.